Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the shaft kink and crossing difficulties occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca). The lesion was predilated with a 2.0x15mm non-bsc balloon catheter. A 16 x 2.25mm promus premier¿ stent was selected for use; however the device was unable cross the proximal lesion due to calcification. When the physician pushed the device forcibly, it was noted that the proximal shaft was kinked. The device was then exchanged with a 2.5x15mm non-bsc stent and the procedure was completed. No patient complications were reported and the patient¿s status was good. However, device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 174 mm distal to the distal end of the catheter strain relief. Visual examination of the bumper tip found no damage or issues with the bumper tip profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with the stent profile. A visual and tactile examination of the outer and midshaft section found no issues with shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).